Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported a blood glucose level of 87 (mg/dl). During troubleshooting with tandem technical support, the customer received a minimum fill message while reloading the cartridge; however, the customer was unable to remember how much insulin was in the cartridge prior to the malfunction. Customer loaded a new cartridge on to the pump, the malfunction alarm was cleared, and insulin delivery was able to be resumed.